Manufacturer narrative:
Review of device history records found unrelated deviations during the manufacturing process. One unit was scrapped during the cleaning process. -no product was returned; product evaluation could not be completed. -this device is used for treatment. -for both parts - complaint history review identified no other complaint on this part and lot combination for this issue. -no medical records received. -root cause could not be determined with information available. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Concomitant product: (B)(4) rnwt/brstn por acet shl 56mm l nr sz 24 162253 535770 bi-metric pc 12x140mm t1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 11) ¿wear and/or deformation of articulating surfaces.¿ the following sections could not be completed with the limited information provided. Weight - ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01653.

Event description:
It was reported the patient¿s hip was revised approximately seven years post-implantation due to poly wear and osteolysis. The head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.